Manufacturer narrative:
Ous MDR - upon receipt, the incoming inspection revealed that the device was not interrogatable. Therefore, the ICD was opened and the inner assembly was inspected. During the inspection of the electrical module, the analysis revealed that the output stages of the high voltage circuit had been damaged. This damage indicates a shock delivery into an external short circuit. The damage of the electrical module led to a high current condition, depleting the battery. Therefore, the device could not be interrogated properly. Also the memory content of the device was not restorable as a result of the battery depletion. At a next step, the manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. Particularly the final acceptance test proved the device functions to be flawless. In summary, the device was damaged due to a shock delivery into an external short circuit. There was no indication of a material or manufacturing problem.

Event description:
Ous MDR - the pt was seen for an unplanned follow-u due to 4-5 inappropriate shocks. The device could not be interrogated. An x-ray was done that day, which revealed a break in the lead. Multiple attempts with three different ics 3000 programmers were unsuccessful.